Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used during a gastroscopy procedure performed on (B)(6), 2012. According to the complainant, a non-bleeding duodenal ulcer was visible during the gastroscopy, and the physician decided to treat with an injection gold probe. The device was advanced through the scope into the patient. However, when the physician applied power using the foot pedal, no current was transferred to the probe tip. All connections were checked, but further attempts at cautery were not successful. Another injection gold probe was used, along with the same equipment, to complete the procedure. No damage was noted to the device or its packaging. Reportedly, the procedure was delayed between one to five minutes. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.